Event description:
It was reported that device was broken and snare was performed to retrieve the device. The target lesion area was located at the truncus coeliacus. A renegade hi flo microcatheter was selected for use in a transarterial chemoembolization (tace). During withdrawal of the device, the middle part of the microcatheter broke at the illiaca artery. Consequently, snare was performed to retract the microcatheter, and the device was completely removed from the patient's body. The procedure was completed with a different microcatheter. No complications were reported and the patient was stable post procedure.

Manufacturer narrative:
Age at time of event: 18 years or older. D4: lot number: updated to 24463815. D4 expiration date: updated to 09/19/2022. D4 UDI: updated to (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. Lot number: reported lot number 244663815.

Event description:
It was reported that device was broken and snare was performed to retrieve the device. The target lesion area was located at the truncus coeliacus. A renegade hi flo microcatheter was selected for use in a transarterial chemoembolization (tace). During withdrawal of the device, the middle part of the microcatheter broke at the iliaca artery. Consequently, snare was performed to retract the microcatheter, and the device was completely removed from the patient's body. The procedure was completed with a different microcatheter. No complications were reported and the patient was stable post procedure.